Event description:
Complainant recently had their hillrom watchild system "upgraded" and the screen resolution made the system "dangerous". "The new display is a nightmare. They have compressed the strip to the point that, if you hold a piece of monitor paper up to the display, from min mark to min mark is approx 28 secs of a paper min. The electronic strips is uninterpretable. This is extermely dangerous. We are running paper at this moment for safety." Svc rep admitted they had other complaints. The complainant also obtained a list with other health professionals in the maternal-child field. With several similar complaints, this upgrade presents a situation where the nurse could misinterpret the condition of mother/child and could result in serious health hazard situation. System taken out by hill rom and complainant currently using the old system (paper print outs).